Event description:
Upon removal of portacath, it was discovered that it was not intact. It is not known if catheter broke during surgery for removal or was already broken. 8cm fragment retrieved from the right ventricle.